Event description:
It was reported that this pacemaker had a device check and software update for one week and patient began feeling not well. Technical services (ts) advised the patient to contact clinician and inform symptoms. At this time, this pacemaker remains in service. No adverse patient effects were reported.